Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that the system was not powering up as installed. No patient was present during this event.